Manufacturer narrative:
Upon visual inspection, the abutment screw was fractured. Both parts of the screw returned for review. The complaint is confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that abutment screw fractured.